Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removing 2 pieces of metal for the device') in a 23-year-old female patient who had essure (batch no. D13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and oxycodone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced pelvic pain ("pain/ chronic pelvic pain"), 9 months 22 days after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("yeast infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection") and infection ("infection nos"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown and the pelvic pain, cystitis, urinary tract infection, vaginal infection, infection, dyspareunia, nausea, vaginal discharge and weight decreased had not resolved. The reporter considered cystitis, device breakage, dyspareunia, infection, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: the right fallopian tube was identified and the essure catheter was placed into the right fallopian tube. The insert was released with three coils extending into the intrauterine cavity. Batch no d13385 production date 2014-09-30 expiration date 2017-09-28. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet and medical records were received. Events per pfs: did not undergo essure confirmation test. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("removing 2 pieces of metal for the device") in an adult female patient who had essure (batch no. D13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included ibuprofen and oxycodone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), infection ("infection nos"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). At the time of the report, the device breakage outcome was unknown and the pelvic pain, cystitis, urinary tract infection, vaginal infection, infection, dyspareunia, nausea, vaginal discharge and weight decreased had not resolved. The reporter considered cystitis, device breakage, dyspareunia, infection, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: the right fallopian tube was identified and the essure catheter was placed into the right fallopian tube. The insert was released with three coils extending into the intrauterine cavity. Batch no d13385 production date 2014-09-30 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("removing 2 pieces of metal for the device") in an adult female patient who had essure (batch no. D13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included ibuprofen and oxycodone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), infection ("infection nos"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the device breakage outcome was unknown and the pelvic pain, cystitis, urinary tract infection, vaginal infection, infection, dyspareunia, nausea, vaginal discharge and weight decreased had not resolved. The reporter considered cystitis, device breakage, dyspareunia, infection, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: the right fallopian tube was identified and the essure catheter was placed into the right fallopian tube. The insert was released with three coils extending into the intrauterine cavity. Most recent follow-up information incorporated above includes: on 3-may-2019: plaintiff fact sheet-events infection (bladder/ urinary tract/vaginal), infection, dyspareunia (painful sexual intercourse), pain, nausea, tubal ligation, vaginal discharge, weight loss and lot number added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.